Event description:
It was reported that the cdh29p cannot stapler / fire after pressing on the firing trigger. He has opened, reinserted the battery and try to press on the firing trigger before calling for support. The tissue compression scale is illuminated after inserted the battery. J&j rep told the staff nurse to prepare another piece of cdh29p ( (B)(4)) while dr tried to detach the device trocar from the anvil. Dr took quite an effort to detach it laparoscopically. The malfunctioned cdh29p (v9568l) anvil remained on patient and insert the new piece of cdh29p. Dr managed to stapler and perform end to end anastomosis with thick donut. Procedure was delayed by 20-minutes. The procedure was successfully completed. There were no patient consequences. Procedure: lap anterior resection.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a device when a person is inserted the battery pack into the device. At the 0:14 mark backlight turned on when the battery is inserted. Also, safety can be seen engaged. At the 0:28 mark the battery is removed.

Manufacturer narrative:
Pc-001105522 date sent: 06/02/2022 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The anvil was received with a cut washer and there were staples present in the device. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.